Event description:
It was reported that the patient has been receiving another line block alarm. The clinical product specialist (cps) advised the patient to change the infusion site from the right side of the abdomen to the left side. The patient confirmed that loop was reactivated and functioning properly. There was no patient injury.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.